Event description:
According to the reporter, the device will not charge up to 200 joules. There was no report of a pt associated with the reported event.

Manufacturer narrative:
Physio-control is continuing to investigate the reported incident.